Event description:
It was reported that the right atrial lead exhibited decreased impedance and noise. The vibratory sense alert was deactivated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead continued to exhibit low impedance. The lead was capped and replaced.